Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported that the patient had a cp pump placed to support ongoing acute myocardial infarction complicated by cardiogenic shock. The cp allowed for the patient to have the percutaneous coronary intervention for the coronary artery disease. The pump was weaned and explanted after 39 hours and groin became an issue. The pulses were lost. Patient survived.